Event description:
An authorized service provider (asp), contacted ventec to report that the device was unable to maintain set peep (positive end expiratory pressure), was delivering low vte (exhaled tidal volume), and was displaying the patient circuit disconnect alarm. There were no reports of patient use associated with the reported issues.

Manufacturer narrative:
H6: the device was not returned to ventec for an evaluation. The device was further evaluated by the authorized service provider (asp) where the reported issues of it being unable to maintain set peep (positive end expiratory pressure),delivering low vte (exhaled tidal volume), and displaying the patient circuit disconnect alarm were confirmed. The asp replaced the internal flow transducer (ift) to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined the cause of the reported issues to be the ift.